Event description:
Boston scientific received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) shocking lead impedance (sli) measurement which was detected via patient remote monitoring system. Boston scientific technical services (ts) believes this oor measurement is a function of the test since the pulse has a very low amplitude and can be affected by external electromagnetic interference (emi). Further, no noise was recorded in the logbook. Additional information received from the field representative indicated that the sli measurement retested in the clinic was 51 ohms. The system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.